Event description:
Nurse noted freeflow of oxytocin- approximately 750 ml/45 minutes. Infusion rate was set at 3 ml/hr. Tested the unit with new IV set and 1000 ml bag of sodium chloride. Installed IV set into pump and set pump at 3 ml/hr and ran unit. Repeated this procedure several times. On 3rd attempt the IV set freeflow after delivering .2 ml. Turned pump off and IV set still allowed freeflow. When IV set was removed the free flow stopped. Upon close examination of pump mechanism, we found a foreign object (hard metal wire) that was wedged between platen hinge and upper occluder. We believe this object held the platen open far enough that the upper occluder could not clamp the tubing properly as it cycled forward, thus causing the freeflow event. As the pump cycled, the lower occluder bar extended properly and clamped the tubing as expected. After removing the foreign object, the pump was tested at 3, 50, 125, 300 and 500 ml hr. No further problems were noted.